Manufacturer narrative:
This (B)(6), female pt undergoing a pta of the subclavian vein; had a powerflex balloon placed in the lesion. After less than five seconds of inflation, the balloon burst at 4 atmospheres. The rate burst pressure was 15 atmospheres. No anomalies were noted during prep. The heparinized saline to contrast mixture was one to one. The balloon was loaded on a 80cm terumo wire. The lesion was noted to be not calcified or tortuous. Add'l info will be submitted within 30 days of receipt.

Event description:
The following info was received via e-mail from the affiliate: balloon burst at 4atm. The rate of burst is 15atm. Another cordis balloon was used to complete the case. No pt consequences. The product will be forwarded.